Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and meshes were implanted into the patient. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat pelvic organ prolapsed, stress urinary incontinence, cystocele, rectocele and enterocele and mesh was implanted. It was reported that the patient had a concurrent procedure of placement of sparc self-fixating sling system performed during mesh implantation. It was also reported that post implantation, the patient experienced pain, infection, erosion, extrusion and dyspareunia. It was reported that the patient underwent removal of eroded/exposed mesh on (B)(6) 2010 and partial removal on (B)(6) 2012. (B)(4).

Manufacturer narrative:
It was reported that patient underwent mesh revision/removal on (B)(6) 2014 due to pelvic pain.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and meshes were implanted concurrently with sparc self-fixating sling system , lap. Sacral colpopexy, anterior vaginal repair, posterior repair with levator application in order to treat pelvic organ prolapse, stress urinary incontinence, cystocele, rectocele and enterocele. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time. It was also reported that post implantation, the patient experienced pain, infection, erosion, extrusion and dyspareunia. It was reported that the patient underwent removal of eroded/exposed mesh on (B)(6) 2010 and partial removal on (B)(6) 2012. It was reported that patient underwent mesh revision/removal on (B)(6) 2014 due to pelvic pain. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of two medwatches being submitted. See also medwatch 2210968-2013-02958. The same patient is represented in each medwatch.

Manufacturer narrative:
Date sent to FDA: (07/29/2016).

Manufacturer narrative:
It was reported that following insertion the patient experienced dysuria, dyspareunia, frequency, incomplete bladder emptying, and urgency. (B)(4).